Event description:
It was reported that the patient programmer would not respond to the implantable neurostimulator (ins). The patient met with the manufacturing representative and their equipment would not communicate with ¿it¿ either. It was indicated the patient felt no stimulation. The patient noted that the recharger did show it communicated with the device. The patient noted that the ins battery level as indicated by the recharger was ¾ full. The patient was able to connect with the recharger and a ¿reposition antenna¿ screen was displayed. It was unknown when the device was recharged last. The patient thought it was charged ¿a while ago.¿ then the patient did a ¿jump start¿ with the recharger and it completed and hour cycle. It was then showing a ¾ charge and the patient wore ¿it¿ for about eight hours until it went off ¿like it was 100% charged¿ but the programmer still would not communicate. It was noted that stimulation was not able to be adjusted. Information received four days later indicated the cause of the issue was an over-discharge. It was noted that three ¿trickle charges¿ were attempted. The patient was still not receiving therapy and was deciding whether they wanted a battery replacement. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 389033, lot# j0454758v, implanted: (B)(6) 2004, product type: lead. Product ID: 389033, lot# j0454758v, implanted: (B)(6) 2004, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).